Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller has stated that they have a semi electric bed and the foot and head motors drift back down with weight in it.